Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer treated with ginger ale and candy. The customer had sensor glucose reading of 131 mg/dl. The customer reported multiple issues with the sensor. The customer also had reading of 317 mg/dl. The customer declined to troubleshoot for low readings. The product was not returned for analysis.